Manufacturer narrative:
Unique device identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year, 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump exchange on (B)(6) 2015 due to a pump pocket infection. The patient reportedly had a positive blood culture in (B)(6) and was treated with IV antibiotics at that time. A white blood cell scan at that time was negative for pump pocket infection involvement. The patient was started on IV antibiotics at admission on (B)(6) 2015 following presentation to clinic with fever.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. A correlation between the device and the reported infection could not be determined as the device was not returned for evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the pump was reportedly disposed following the pump exchange and would not be returned for evaluation.